Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not reported to be returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported through user facility medwatch report (B)(4) during procedure and prior to transseptal access, balance heavyweight wire noted to be broken. Fluoro confirmed distal tip in right ventricle/atrium. Interventional radiology team notified. Physicians attempted snare retrieval, without success . Physicians decided it best for patient (pt) to leave wire in place temporarily as pt was hemodynamically stable at the time and having no apparent arrhythmias related to the retained wire. Planned to bring pt back for retrieval at later time. Hours later, pt deteriorated with signs of hemopericardium and hemothorax. Determined that wire had migrated in pericardium to chest wall and abdomen. Sternotomy and exploratory laparotomy completed with retrieval of wire, no signs of major injury to other organs. Hemodynamic stability regained post- operatively. Electrophysiologist noted on closer inspection of this brand/model guidewire that there appears to be a weak spot. Ep lab has decided to no longer use this particular model guidewires for this ablation procedure. What was the intended procedure? Cryo af ablation. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of embolism is listed in the hi-torque guide wires instructions for use (IFU), as a known patient effect of coronary stenting procedures. In addition, the IFU states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to the deviation of the IFU and subsequent circumstances of the procedure as it is likely that during the cryo-ablation procedure (against the IFU) inadvertent mishandling and/or interaction with other devices resulted in the reported detachment. The reported difficulties possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.